Manufacturer narrative:
Findings: pump received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the piece is missing on the top of the reservoir housing. Customer stated that she is not how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.